Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal only part of the tampon came out. The remaining pieces caused her pain, discomfort, discharge, odor, lengthier and stronger cramps. Consumer has endometriosis and this caused intensive flare up of her normal symptoms, i.e., bloating, pain, cramps, lower blood pressure, dizziness. She went to urgent care clinic and was diagnosed with uti and prescribed antibiotics.